Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light could not be lit occasionally due to a converter and ignitor failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as mentioned in b5. The light could not be lit occasionally; due to a defective igniter and power converter. Additionally, the main lamp was found slightly blackened, and the output socket was worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, that the brightness on his olympus evis exera ii xenon light source was abnormal. According to the initial reporter, this issue was noted, during a diagnostic gastroscopic procedure. Reportedly, the procedure was able to be completed using the subject device without any delays or patient harm. During the device evaluation, it was discovered, that the device was experiencing a power unit failure. This report is being submitted to capture the power unit failure found during the device evaluation.